Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed. The reported problem (ecgs non-functional) was confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the ECG fall-off failure was isolated to capacitor c714 on the distribution node pca. The capacitor was physically damaged. The root cause for the damaged c714 capacitor could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.